Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(6) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small crack was found on the base of the intraocular lens (iol) haptic under microscope after the lens was implanted. While inserting the lens, after pushing/turning the plunger all the way down, the physician felt resistance. The doctor kept turning the plunger and at the point where the lens was passing through the cartridge, it was not known that the lens had turned inside out. Since more than half the lens was out, the doctor inserted the lens into the eye as it was. The procedure was completed and no patient injury reported. The lens remained implanted as it seemed there was no problem with the tension of the haptic. It was indicated that the dcb00v device was prepared with the balanced salt solution (bss). That plenty of bss was added which would spill out when the injector was held. The patient's condition was examined on the morning of (B)(6) 2020 which the lens and the patient¿s visual acuity were normal. It was reported that there was no particular problem. It was later reported that the patient became slightly myopic after the operation, but there were no complaints from the patient and no health problems/issues were reported. The johnson and johnson (j&j) representative checked the intraoperative video with the doctor and confirmed that the lens was inserted inside out. The bevel was sideways. A crack was observed in the optical part. There was no problem with the tension of haptic. The j&j representative reported that he found no issues with the tip of the cartridge and/or the plunger and the way the plunger proceeded in the video was not at an abnormal point. No further information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 08/05/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the product associated to the complaint was received at the manufacturing site and was evaluated with the sme (subject matter expert / new product and process quality engineer). The device was received in the original folding carton. The screw plunger was found advanced for lens delivery. There are some traces of viscoelastics and/or balanced salt solution at the cartridge tube. Direction for use (dfu) indicates: the use of balanced salt solution (bss) or viscoelastics is required when using the tecnis simplicity¿ delivery system. For optimal performance when using ovd, use the healon® family of viscoelastics. The lens was not returned. The reported issue was not verified. There is no assembly damage on the returned device. Based on the evaluation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.